Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has experienced increase in seizures. He was taken to the ER. It was noted the patient had shoulder surgery near the stimulator and the patient's mother is asking is that could be affecting the vns therapy. No additional relevant information has been received to date.

Event description:
Regarding the seizures, the physician notes it seemed to be consistent with his baseline seizure frequency. His seizures occur few times a month to every few month and usually cluster. Regarding frequency he states no significant change in baseline seizure frequency.